Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 35 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in the warehouse. Diameter has been tested in the closed samples received and the result is 0.324 mm in average and fulfills the OEM requirements. Knot pull tensile strength to the closed samples received has also been tested and the results are 2.51 kgf in average and 2.37 kgf in minimum and fulfill the OEM requirements. The values obtained from knot pull tensile strength are the ones for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: taiwan. It was reported that the suture is too thin the 2/0 suture feels like the 3/0 and the surgeon can not distinguish from the two.